Manufacturer narrative:
The bed was tested per quality control procedures on (B)(4) 2011 and met specifications. On (B)(4) 2011, the bed was placed with the patient. On (B)(4) 2011, after the complaint investigation kci was able to confirm that the bed would not rotate to prone. The cause for the malfunction was at the motor control board.

Event description:
On (B)(6) 2011, the kci representative reported that the rotoprone had an obstruction with the bed and the nurse were not able to prone the patient. The nurse transferred the patient to another rotoprone. There was no reported patient injury. On (B)(6) 2011, after the complaint investigation kci was able to confirm that the bed would not rotate to prone.